Manufacturer narrative:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 69-year-old male patient undergoing elective placement, with a history of renal insufficiency. During support, the aic indicated that the purge cassette was not recognized. The perfusionist attempted to change the purge cassette per troubleshooting guidance, but the issue persisted. The aic unit was then exchanged. The field representative relayed information that the issue was successfully resolved. Following this, the md reported a leak in the purge system specifically, the yellow luer lock was noted to be sticky, though not actively dripping. The purge system had already been replaced, and the leak continued to be observed. Pump replacement was recommended, and in the interim, motor current and purge values were closely monitored. At the time of reporting, purge flow was 6.8 ml/h and purge pressure 568 mmhg. The original pump was kept available should replacement become necessary. The reported events include defective purge cassette, priming problem, fluid leak (side arm), device revision or replacement, and hemodynamic instability. These events are consistent with known troubleshooting scenarios involving purge integrity and system component malfunction as described in the instructions for use. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was completed with no consequence to the patient, and support was resumed without any known adverse events. Patient survived to explant.

Event description:
The complainant reported that patient was implanted with an impella 5.5 for mechanical circulatory support. The medical doctor reported a leak in the purge system. The yellow luer lock was leaking but was not dripping. It was always sticky. The purge system had already been replaced but the problem persisted. Replacing the pump was recommended and until then, the motor current and purge values should be closely monitored. Purge pressure was 6.8 milliliters per hour and purge pressure was 568 mmhg.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Fluid leak-side arm: reported yellow luer leak. The cause of the sidearm leak was not determined since product was not returned. Device history review: the device passed all post sterile inspection checks.